Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment of telemetry, overheating and powering down issues, though it was noted that there were cold solder joints on the radiofrequency programmer head connector and the link electronic module printed circuit board was replaced and calibrated. The customer comment of a noisy system fan was confirmed and it was replaced, and it was additionally noted that the left keyboard hinge was broken, the upper hinge plate was cracked, the power cord bay was pulling apart, the floppy drive was noisy and the programmer failed common mode wrist tests due to the electrocardiogram connector being loose. All found defective parts were replaced.

Event description:
It was reported that the programmer was having trouble with interrogation and additionally that it had been overheating and powering off suddenly. It was further reported that the programmer's fan was very loud while the programmer was in use. Follow-up determined that the radiofrequency programmer head had been changed out but the interrogation issue persisted. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID: 229047 software analyzer. (B)(4).